Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failed normal mode by triggering error 23118. The usm was evaluated on a test system and failed insertion with the chip encoder virtual absolute (cva) printed circuit assembly (pca). The usm was also tested with a gold insertion cva pca which passed all tests performed.

Manufacturer narrative:
Based on the claim against the universal surgical manipulator 2 (usm) of a patient side cart by the customer noting multiple recoverable 23118 errors, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the universal surgical manipulator (usm) according to isi procedure. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding the multiple recoverable 23118 errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to multiple recoverable 23118 errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer observed multiple recoverable 23118 errors. The customer power cycled system prior to calling in the technical support engineer (tse) at intuitive surgical, inc. (Isi) and error persisted; however, the customer was able to complete the surgical procedure. The tse guided the customer through an emergency power off (epo) of the patient side cart (psc) and back driving of universal surgical manipulator 2 (usm) with no change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.